Event description:
It was reported that on (B)(6) 2013, a stimulation test for an implantable neurostimulator (ins) was conducted. It was noted the ins was connected to the extension and normal impedance values were observed and stimulation was provided successfully. It was noted that four days later stimulation wasn't felt by the patient. It was noted that another "electrode change" was attempted. It was noted while increasing the output "with the 9th electrode," the patient was not able to feel stimulation. It was further noted impedance was measured again and impedance values of greater than 10,000 ohms were observed on electrodes 9,12, and 13. It was noted that with these electrodes, the patient was not able to feel stimulation with increased output. It was further noted that "by using another electrode, stimulation was provided without problem." It was further noted that six days after initial implant, x-rays were taken and it was confirmed that there was no dislodgement. It was noted impedance was measured again and impedances of greater than 10,000 ohms were observed on electrodes 9 and 12. It was further noted electrode 13 was observed as a "normal value" and the patient wasn't feeling stimulation until the ins was at 10.5v. It was noted that "cutting" the extension before implantation resulted in normal impedance values and stimulation was provided successfully. It was noted the extension was replaced and 'there was no problem."

Manufacturer narrative:
Final analysis of both extensions revealed no significant anomaly. The extension bodies were cut through and the products were segmented. Final analysis of the snap lid connector cable revealed the distal end of the connector, lead, or extension was not aligned properly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial #(B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013-; product type extension. (B)(4). Analysis results were not yet available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.